Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature (pt) via foley probe was not registering on the arctic sun device. Verified plugged into the patient temperature (pt)1 port and was not registering. Temperature probe registers when plugged into the bedside monitor. Advised swapping out temperature in cable. If none are available on the floor, contact biomed for assistance or borrow from a device not currently in use. Per follow up information received via task on 26may2026, spoke with nurse who confirmed cable exchanged and this resolved the issue. Probe registered on both monitor and device. Cable was disposed of.